Manufacturer narrative:
A partial lead was returned in five segments. Internal insulation abrasions were found between 9.0cm and 11.0cm from the distal tip. External insulation abrasion was found at 38.7-39.6cm from the electrode tip, consistent with lead fricton to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that during follow-up, high capture threshold was observed on the rv lead. The device had reached eri and an alert for high voltage circuit failure and extended charge time was displayed. The lead and the ICD were explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.